Event description:
It was reported noise was noted in right ventricular sensing channel. Fluid was observed in device header setscrew area. Both device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was found. No noise was observed during testing. The cause of the reported noise was not determined as it was not reproduced during testing.